Event description:
It was reported that during a bipolar fracture hip surgery, it was observed that the torque on the battery reamer/drill device was not strong enough. There were no delays in the surgical procedure as an identical spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred sometime in (B)(6); however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to a damaged motor assembly or electronic control unit from normal use over time.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.